Event description:
Event description cpi received information that this patient had a 'sensing lead malfunction'. During a routine replacement procedure of an implantable cardioverter defibrillator (ICD) the physician elected to remove the myocardial leads and implant an endotak lead. Cpi is unable to obtain the serial number of lead, therefore both leads are listed on this report. Implanted-01/19/88. Out of service-07/23/96. Implant months-102.